Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while trying to push insulin through it during a bolus delivery. The customer's blood glucose was 135 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was assisted with clearing the alarm, was able to rewind the insulin pump, and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.